Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the cardiac resynchronization therapy defibrillator (crt-d) system the patient presented to the clinic for a wound check and dressing removal.  The healthcare professional noticed a visible "gapping" hole in the closure that would indicate infection. Due to facility capacity issue the patient was not admitted but returned three days later.  Evaluation of the patient revealed the opening in the wound was larger and the wound had not improved since the prior appointment. The crt-d system was removed. No further patient complications have been reported as a result of this event.